Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change-out procedure, loss of capture on atrial lead was observed. Lead was electrically stable prior to the procedure. Lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.